Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 0.5 mg/ml for a total dose of 0.1259 mg/day via an implantable pump. It was reported the patient lost weight and complained the pump was moving in the pump pocket. The patient stated they noticed it about 9 months ago. Factors that may have led or contributed to the event included weight loss. It was noted surgical intervention occurred where the patient had the pump pocket revised and moved cephalad on (B)(6) 2021. It was noted at time of the pocket revision, the patient requested a small pump, so their 40ml pump was replaced with a 20ml pump. It was noted there was no issue with the pump itself. Also at time of pocket revision, the physician prophylactically replaced the pump segment of the catheter with a new 8784. No issues were observed with the catheter. The physician did not want to return either of the explanted devices. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked but unknown. The event date was 2020. No further complications were reported/anticipated.

Manufacturer narrative:
H3. Reduced analysis (non-destructive analysis) revealed no anomaly. No destructive analysis was performed regarding the non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.